Event description:
The vns treating physician was unaware of the reported infections and was unable to provide any information regarding the infection.

Event description:
It was reported that, following a battery replacement, the patient developed an infection. It was reportedly a (B)(6) at the generator site. The incision was re-opened and the site was irrigated with antibiotics. The generator was left implanted and the infection has since resolved. The device history records for the implanted generator and lead were reviewed. Sterilization for both devices was confirmed prior to shipment.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records confirmed sterilization for both the generator and lead prior to distribution.